Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvmb10) was returned for investigation. A visual inspection revealed that the implant threads contained very little residue. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a mount and implant that would not disengage, and is considered a similar complaint. Functional testing was performed and determined that the implant and mount disengaged and engaged each other without any issues. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The reported event was unconfirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI number is n/a, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (tsvmb10) did not separate from the mount. The implant was removed and another one was placed. Tooth location 28.